Event description:
On 22nd july 2024, it was reported by an arthrex employee via email that an ar-1927psf-45, 4.5 mm peek corkscrew® ft suture anchor with one #2 fiberwire® and one # 2 tigerwire®, the head of the anchor was deformed during insertion. This was detected during use in a rotator cuff procedure on (B)(6) 2024. The procedure was completed successfully by using another new ar-1927psf-45, no patient harm and no secondary procedure was needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified that the implant of the 4.5 mm peek corkscrew® ft suture anchor with one #2 fiberwire® and one # 2 tigerwire® had broken. Functional testing was not performed due to the damage to the device. Per dfu-0087-eo rev 3, section g- precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause can be attributed to improper bone preparation, excessive force being used, or prying/leveraging the screw during insertion.